Event description:
The reporter stated the surgeon used an aa4203tl toric optic silicone single piece lens. The surgeon was advancing the lens in the injector when it seemed to have gotten twisted inside the cartridge. The surgeon did not feel comfortable using it. Lens was not inserted into the pt's eye but the tip of cartridge did have pt contact. There was no pt injury. No lot numbers were provided.

Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: a visual inspection of the returned product found was inside the cartridge. There is no visible damage to the cartridge. There was evidence of reddish residue on the product. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).